Event description:
The patient called animas on april 12 and reported that his blood glucose level reportedly read "high" all day. He reports, he was recently hospitalized from february 11 to march 20 and said, it was not related to diabetes. He was off the pump when he was in the hospital. The patient denied infections and reported that he has new medications but that he has been on the medications for a month. He said, he wore the pump through an x-ray machine and said, he does not know whether the pump is working. He said, his blood glucose level was normal at lunch on april 11 and was elevated at night before bed. All day his reading was "high". The patient was going to start a backup plan of insulin injections and come off pump therapy. He had no symptoms and does not check for ketones. The patient recently started using apidra insulin because, the brand he was not effective. The patient needed to check with the pharmacist to see whether the insulin was expired. The patient denies any changes in diet. The patient has decreased activity since hospitalization. He says that the trainer comes by four times a week but he does not move as much during the training sessions. When going through the pump history the pump may have been turned off for a short period on april 9 but the patient was not sure. When going through the pump history there was a bolus dose that was cancelled due to an occlusion alarm however the patient was able to reprogram a bolus dose shortly after and deliver it. The pump has not been suspended since april 3. Although, the exact cause is unknown this complaint is being reported because, the patient reportedly suffered blood glucose levels indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed an occlusion alarm was observed in the black box preceded by a constant rise in force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The black box showed an empty cartridge occurring on (B)(6) 2012 at 7:47am and insulin delivery was not resumed until 1:00pm on (B)(6) 2012. The rewind, load and primes steps were performed successfully. The pump was exercised for 24 hours on a one unit per hour basal program with no alarms. A force sensor calibration test confirmed the sensor was detecting correct at five pounds. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. During testing, an occlusion was induced and the pump gave the appropriate visual and audible alert. An empty cartridge alarm was reproduced during testing and the pump gave appropriate visual and audible alerts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.